Event description:
It was reported that "during insertion of the screw, the inner nipple of the screw stripped. The surgeon cut a 30mm rod and put the rod in the screw head, locked down the rod with a blocker and the used the rod to turn the screw to complete insertion of the screw. The surgeon did tap before insertion with a 3.5mm tap."

Manufacturer narrative:
Method: complaint history analysis, risk assessment. Results: complaint history analysis. Three previous complaints of the same nature. Previous investigations determined the tip stripping was related to user technique. Risk assessment. There were no adverse consequences reported and the surgeon was still able to implant the screw using other items available to him in the operating room. Conclusion: as the screw was implanted a thorough inspection could not be completed. Essentially the screw head was stripped by the hex tip screwdriver and another method was used to finish inserting it. Previous possible causes for this type of event have been; the screw pathway was not properly prepared, the screw was over torqued by the surgeon and/or there was not full engagement with the screw driver during insertion. One or more of these action are probable contributing factors to this event.